Event description:
Mainstay medical received information that the patient alleges the reactiv8 system caused her to be disabled and now needs a cane to walk. The patient underwent implantation of the reactiv8 system on (B)(6) 2023, and the device was explanted per the patient's request on (B)(6) 2024 to obtain magnetic resonance imaging (MRI) for her back pain. All devices were removed at that time. The device history record was reviewed. No nonconformances were identified.

Manufacturer narrative:
(B)(4). No further information was received from the patient. The user log from the returned ipg was downloaded and reviewed, and based on the available information, the patient was not compliant with the prescribed treatment. The investigation on the device determined that the reactiv8 system did not contribute to or was associated with the alleged patient's disability 10 months post-explant. Updated section d4 - device information.

Manufacturer narrative:
Mml# (B)(6). The investigation is ongoing.

Event description:
Mainstay medical received information that the patient alleges the reactiv8 system caused her to be disabled and now needs a cane to walk. The patient was implanted on (B)(6) 2023, and the device was explanted on (B)(6) 2024 without complications. All devices were removed. The device history record was reviewed. No nonconformances were identified.